Event description:
Per independent repair center statement, the unit was alarming or red light. The problem was not confirmed. It was reported that there was no cover on the pc board. Tie wraps causing leaks were replaced.